Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 570 mg/dl. The blood glucose is high and customer was going into diabetes ketoacidosis. Customer stated that the quick-set was not inserted all the way into the skin; customer was not receiving insulin. Diagnosed diabetes ketoacidosis. Hospital treated with insulin drip. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.